Manufacturer narrative:
Product ID: neu_wrench_acc, lot# unknown, product type: accessory. Device evaluation: analysis of the implantable neurostimulator (ins) found a setscrew was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that an implantable neurostimulator (ins) setscrew defect was experienced. It was stated that due to a setscrew defect, the ¿lead wasn¿t being held in the connector block after wrench rotation.¿ loose lead insertion was experienced due to a defective setscrew. It was noted that the issue was identified during implant when trying to insert the lead into the ins during the first surgery. A second procedure was required as a result of the event. A new ins was opened the following day and the ins was replaced as a result of the event; the issue was resolved at the time of report. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.